Event description:
The report received from the field indicated that the tip of the diagnostic catheter snapped off and came apart inside the patient. The physician was able to retrieve the product. There was no reported patient injury. Additional information obtained indicated that the patient is a male with no significant prior medical history who was admitted with an acute myocardial infarction (ami). During the diagnostic procedure, the tip of the diagnostic catheter separated. The separated piece was reported to be approximately five-six inches in length. The separated piece was retrieved successfully using a snare device. The patient was treated successfully without any further problem. No additional information is available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not completed. Additional information will be submitted within 30 days upon receipt.